Manufacturer narrative:
Further review of the event and additional information found that the subject retriever device was unable to retrieve the clot due to the patient¿s pre-existing condition. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that a stroke patient with near complete occlusion of the m1 segment of the right middle cerebral artery and spasm at the origin of the anterior cerebral artery underwent mechanical embolectomy. A first attempt by aspiration was performed without success. The subject stent retriever was then deployed and flow was maintained requiring balloon angioplasty. This successfully re-established flow but it was not persistent. Therefore, the physician decided to deploy a stent reestablishing normal blood flow to the right hemisphere. Normal flow was re-established and after 30 minutes repeat cerebral arteriogram showed patency of the artery. The patient's condition after procedure was reported as stable.

Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that a stroke patient with near complete occlusion of the m1 segment of the right middle cerebral artery and spasm at the origin of the anterior cerebral artery underwent mechanical embolectomy. A first attempt by aspiration was performed without success. The subject stent retriever was then deployed and flow was maintained requiring balloon angioplasty. This successfully re-established flow but it was not persistent. Therefore, the physician decided to deploy a stent reestablishing normal blood flow to the right hemisphere. Normal flow was re-established and after 30 minutes repeat cerebral arteriogram showed patency of the artery. The patient's condition after procedure was reported as stable.